Event description:
The caller also mentioned that their mother has a biotronik pacemaker and their lead had moved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).